Manufacturer narrative:
(B)(4). The valve was patent and passed siphon, reflux and pressure-flow testing. However, it did not meet the requirements for leak testing and preimplantation testing due to a small tear in the distal occluder. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to pt was reported. All of our valves are 100% tested at time of manufacture.

Event description:
It was reported that during testing before surgery, the surgeon found that the distal occluder was leaking.